Event description:
The customer reported that the unit gave an error for "reservoir tank too full." The customer also alleged that there was a cidex opa leak from the unit. There were no injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse found that the aer system was displaying "eo1" message (overflow error). The fse adjusted the drain hose. The fse found that the customer was running fujinon 400 series scopes. The customer will not run these scopes in the machine for the next 2 weeks to see if this eliminates the "eo1" error. The fse tested the system. System meets all MFR's specs. Upon f/u, the customer stated that the unit is working fine at this time. Other: drain hose.